Manufacturer narrative:
Weight was requested but was not provided. (B)(4). Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2017 with fever, headache and an increase in white blood cell (wbc) count. A blood culture was positive for enterococcus fecalis. Ultrasound was negative. A transesophageal echocardiogram performed showed a mobile mass on the ICD lead. Pump parameters were reported to be stable. On (B)(6) 2017, the patient was discharged home on ampicillin and intravenous gentamycin for 4-6 weeks, then transitioned to chronic oral amoxicillin. Repeat blood cultures were negative. The patient remains stable at home.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.